Event description:
On 10/14/2025, it was reported by a facility representative via (B)(4) that an ar-8950rh ratcheting handle stopped ratcheting during a case, causing the doctor to over-torque a screw. Happened during a case and was completed successfully with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure was wear and tear of the device. The device was manufactured in 2016. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.